Manufacturer narrative:
H10: only two (2) actual samples were received for evaluation. Visual inspection was performed using the naked eye which revealed reddish-brown particles, measuring 0.15 to 0.30 square mm. The particles were not in the fluid path as they were embedded in the material of the tubing line. The particles were subsequently identified to be polyvinyl chloride (pvc). Pvc is a raw material of the tubing line. The reported condition of particulate matter was verified on the returned samples. The cause of the condition is related to a supplier manufacturing issue. The other five (5) samples were not received for evaluation; therefore, a device analysis could not be completed for those samples. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). The device was received and is currently awaiting evaluation completion. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate matter was observed on the tubing of seven (7) large volume intermates. This was identified prior to the injection of medication. There was no patient involvement. No additional information is available.